Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. The event occurred at (B)(6) hospital. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient developed erosion at the driveline exit site on (B)(6) 2015. The patient was readmitted to the hospital from (B)(6) 2015. The patient underwent irrigation of the driveline exit site area. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.